Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that a perforation by this recently-implanted right atrial lead was suspected to be the cause of pericardial effusion and pericarditis experienced by the patient. A boston scientific field representative reported the patient had presented to an emergency room eight days after implant, where an x-ray and echocardiogram were performed. The patient was hospitalized to monitor this issue and other non-device related medical issues the patient is experiencing. The physician¿s intent is to address the effusion/pericarditis in approximately two weeks. No other adverse patient effects were reported.